Event description:
During an endovascular procedure, the dr reported that he had problems with a smart log (sds) stent delivery system, because the length of the catheter mentioned on the packaging did not correspond with the product in the box. On the label it is mentioned 120 cm, but in reality, the catheter is longer than 150 cm. The product was utilized in the pt required intervention to prevent permanent impairment/damage. However, the physician could not describe what the intervention involved, additionally, the dr did not provide a medical rationale that indicates the use of the product was in no way related to the reported event. The procedure was completed with a similar product.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.